Event description:
Information received from the field notes that while the patient was in the hospital for an unrelated issue, ECG strips showed intermittent loss of ventricular capture. At two different checks since, the capture thresholds were 0.5 v, and 0.25 v. The egm showed a few pacer spikes but they were not sensed by the device. When the lead was replaced, the helix was not fully extended.